Event description:
The customer reported high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Prior to the event, the patient felt weak and had an upset stomach. The patient has treated for high blood glucose. In troubleshooting, the drive support cap appeared normal and the unit passed a manual prime test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.